Event description:
The hygienist was taking bitewing x-ray of a pt when device fell into the wall suddenly. The hygienist was hit on the head and shoulder region, and sustained minor injury (bruise). She did not seek medical intervention. The pt was in the chair but unaffected. The hygienist has fully recovered.

Manufacturer narrative:
The device has not been returned to the MFR for eval at time of this report. Upon completion of the eval, a f/u will be submitted.